Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user sustained a trauma to the left side of his head on the (B)(6) 2021 while dancing and afterwards could only hearing beeping noises.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. Other mechanical damages found during investigation are attributable to the removal surgery. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user sustained a trauma to the left side of his head on the (B)(6) 2021 while dancing and afterwards could only hearing beeping noises. No pain, redness or swelling was seen around the implant. The user was re-implanted on the (B)(6) 2021.